Manufacturer narrative:
(B)(4). This complaint is part of a retrospective review as part of a remediation related to (B)(4). Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported that during an ablation procedure, the antenna triggered a high temperature alarm that could not be cleared. This occurred after a six minutes of ablation without issue. A new antenna was used to resolve the issue and complete the procedure.